Manufacturer narrative:
H.6. Investigation: one sample and one photo was provided to our quality team for investigation. Through visual inspection, the stopper was observed to be deformed and molded incorrectly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for lot 2009061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The stopper is provided by an external supplier, incoming inspections are performed as specified. While we could not identify a direct issue, this is failure is likely related to the material provided by the supplier.

Event description:
It was reported that a piece of black foreign matter was found floating in the bd plastipak¿ luer-lok¿ syringe containing pertuzumab. The following information was provided by the initial reporter, translated from dutch to english: "customer reported a black particle of rubber in a 20ml plastipak syringe. It has lot 2009061, exp. 31-08-2025. The syringe does not contain any citistatics but a monoclonal antibody perjeta® (pertuzumab). The piece of rubber comes not from the vial as the drug sealing rubber is a light color."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of black foreign matter was found floating in the bd plastipak¿ luer-lok¿ syringe containing pertuzumab. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported a black particle of rubber in a 20ml plastipak syringe. It has lot 2009061, exp. 31-08-2025. The syringe does not contain any citistatics but a monoclonal antibody perjeta® (pertuzumab). The piece of rubber comes not from the vial as the drug sealing rubber is a light color."